Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Laboratory technicians were able to establish telemetry with the device, and a review of device memory found the device had recorded 109 hardware resets. The resets caused the lead daily measurements to be cleared from the daily measurements table. After the device memory was accessed and before detailed testing was performed, the device recorded another 214 hardware resets. The battery status was good, with an estimated remaining longevity of greater than five years. During detailed analysis, the device paced and sensed normally, with a magnet rate of 100 ppm. While manipulating the device, additional resets were recorded. An x-ray evaluation of the device was performed, with no irregularities noted on the internal components. The device case was removed for further testing. The battery voltage was 2.774 volts, indicating the battery had not depleted prematurely. Microscopic visual inspection of the internal components revealed a crack on a capacitor array. Manipulation of this component during testing was not able to interrupt pacing. Laboratory analysis determined that the inability to communicate with the device and the lack of pacing output was caused by the cracked capacitor array. The damage to this component was caused by applied stress.

Manufacturer narrative:
When this device has been received, analysis will be performed in an attempt to determine the root cause of this event.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this device revealed no output and no telemetry with the programmer. The patient with this device has a heart rate of thirty-five. There was concern that the battery depleted more rapidly than expected.